Event description:
A (B)(6) pt underwent nanoknife ire treatment for liver cancer on (B)(6) 2011. During the treatment, an event was reported. Pt appeared to have short runs of tachycardia during one of the three ablations of the same lesion. The short runs of tachycardia would last between 1-3 seconds at a time. The heart rate reached a rate of 116 beats per minute. There was no concern form the surgeon or the nurse anesthetist during or after the event. Post procedure, the pt's heart rhythm was normal.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the tachycardia could not be ascertained. Tachycardia is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev. D) document. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).